Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device and opening assessed as fold flaw opening and surgical damage. As per the investigation procedure, creases, wear abrasion and non penetarting nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "breast tenderness", "intracapsular rupture", "bening appearing calcifications" "intracapsular folds with linguini sign in the medial side and a closed loop sign lateral aspect", "floating debris"and "bening masses". This record is for the left side. The device was explanted and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "breast tenderness", "intracapsular rupture", "benign appearing calcifications" "intracapsular folds with linguini sign in the medial side and a closed loop sign lateral aspect", "floating debris"and "bening masses". This record is for the left side. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.